Event description:
Reporter alleged, obtaining discrepant back to back blood glucose results of 401 mg/dl, 299 mg/dl, and 186 mg/dl, when all tests were performed within 10 minutes on the advantage system. Reporter indicated that she was not experiencing any hypoglycemic symptoms during the time of testing. Reporter stated, that she self-treated with candy and also her normal 500 mg of metformin and 2 mg of amaryl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.